Manufacturer narrative:
No vibration during the self test due to broken vibrator black wire. Pump passed the displacement test. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched and cracked display window.

Event description:
The customer reported via phone call pump is not vibrating or beeping. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with trouble shooting. The customer was assisted with a self test and pump did not vibrate during vibrate during test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.